Event description:
The pt was admitted to the e.r. Due to chest pain and shortness of breath. A CT scan and spinal tap were done, but no issue was found; the pt was sent home. Six days later, the pt was "convulsing" in his legs, arms and face. The pt also had a sharp pain in the head. The pt was admitted to the hospital. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.